Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that particles of the rubber stopper from the bd vacutainer® boric acid sodium borate/formate c&s urine tube were found in the needle and the remains fouled the testing apparatus. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that particles of the rubber stopper from the bd vacutainer boric acid sodium borate/formate c&s urine tube were found in the needle and the remains fouled the testing apparatus. No serious injury or medical intervention was reported.

Event description:
It was reported that particles of the rubber stopper from the bd vacutainer® boric acid sodium borate/formate c&s urine tube were found in the needle and the remains fouled the testing apparatus. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.